Event description:
Clinic notes were received which indicate the patient's seizures have been largely refractory to medication and the patient had been unable to tolerate depakote, keppra, lamictal, and higher doses of zonisamide. The patient had weight gain with lyrica and has had a vns implanted. Since the patient's last visit on (B)(6) 2013, the patient and his mother both report that his seizure frequency had been stable initially, but in august there was a slight increase in his seizures. Instead of having two to three mild partial seizures per month, in (B)(6), the patient had five seizures. The patient and his mother are concerned that his battery on his vns may be reaching the end of service and this could be the reason for the increase in seizures. Per the notes, the physician interrogated but did not re-program the generator on that day. The stimulation was 2.0ma with a frequency of 30hz and a pulse width of 500microseconds. On time is 30 seconds with an off time of 0.8 minutes. System diagnostics revealed no problems but the battery is at 10% of service remaining. In summary: the patient's seizure frequency has increased slightly in the last month or so and interrogation of the vns indicates there is less than 10% of battery life remaining. The physician believes this could be a cause for the increased seizures. The patient's generator was replaced on (B)(6) 2013. The explanted device was returned and is pending product analysis.